Event description:
Known allergy to natural rubber latex-type I. Used toilet and washed hands, took paper towels from dispenser. Used paper towel to turn off water, flush toilet, open door and turn off light. Approx 30 mins later, rptr developed bleeding lesions on 2nd and third finger of right hand. Required diprolene gel 0.05% to lesions bid x 10 days to heal. Exposure happened at dr's office. Cleaning svc uses latex gloves. This reaction happened despite premedication with prednisone 60 mg and benadryl 100 mg.

Event description:
Add'l info rec'd from rtpr 2/24/04. Confirmed appointment with dr in 2004. Advised staff of latex allergy. Upon registering at office. Advised staff of latex allergy-staff attempted to put pt in room with powered latex glove. Prior to entering room, dr carried latex gloves to another area and washed their hands. Thirty minutes after leaving office, pt experienced an asthma attack requiring proventil and xopenex nebulizer treatment x2. Right thumb and index finger developed fissures on top. Treated with diprolene gel and bandaids. Advised staff of reaction.

Event description:
In 2004, while in the hospital lobby, a visitor walked by pt with a bouquet of 10 latex balloons. Pt had taken benadryl 100mg one hour prior to exposure, but this did not prevent a latex reaction. Within 30 minutes of exposure, pt experienced as asthma attack. Proventil hfa 2 puffs x2 was ineffective. Pt then took prednisone 60mg & used xopenex 0.63mg nebulizer x2. It took more than 3 hours for symptoms to abate.